Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. On 05-aug-2024, it was reported that the patient faced infusion set cannula was crocked, which cause the patient blood glucose levels was elevated to 270 mg/dl, therefore patient had received manual correction through pump insulin. No further information available.